Manufacturer narrative:
(B)(4). Concomitant devices - persona partial knee cemented femoral component size 6 left medial catalog #: 42558000601 lot #: ni, persona partial knee cemented tibial component size j left medial catalog #: 42538000901 lot #: ni. Report source - (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2021-01382, 0001825034-2021-01384. This report was previously submitted erroneously under manufacturing report number 0001822565-2021-00681.

Event description:
It was reported the patient underwent a left knee arthroplasty revision approximately four (4) months post-implantation due to pain. Attempts have been made, however, no additional information is available at this time.